Event description:
It was reported that an error message occurred and would not reset with the disk. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the fatal error. It was also noted that the system fan was noisy.